Manufacturer narrative:
The field service engineer (fse) replaced the wash pump seal and timing belt as tiny bubbles were noted during the wash buffer cycle. The fse replaced the incubator belt due to tightness, and replaced the mixer roller assemblies, the mixer motor, upgraded the pulleys, and adjusted the mixer speed. The fse cleaned the wash carousel and incubator track. The fse performed a routine system check and a high sensitivity system check both of which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Mix roller assembly. Patient samples were collected in 13x75mm green-top plastic separation tubes (pst) by the emergency room (ER) staff and centrifuged at 4,150 rpm (rotations per minute) for nine minutes in a swing-bucket centrifuge, at room temperature. The customer stated quality control (qc) was within the laboratory's established limits at the time of the event. Calibration, performed on (B)(6) 2013, passed within the acceptable range. Routine system checks passed within system specifications prior to and at the time of the event.

Event description:
The customer reported discrepant and elevated troponin I (access accutni) results, for one patient, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay. The customer indicated the patient also had elevated b-type natriuretic peptide (bnp), creatine kinase-mb (ck-mb), and total creatine kinase results. The customer stated the automatic reflex troponin I value was within the normal reference range. Subsequent analysis of the patients sample, through an alternate methodology, recovered a lower troponin I result within the normal reference range. A second sample from the patient was analyzed on the same instrument and produced a lower troponin I result, within the normal reference. The erroneous troponin I result was released out of the laboratory, and the patient was admitted to the hospital from the emergency room (ER). The customer stated the erroneous troponin I value was a contributing factor in the patients hospital admittance. The customer also reported the patient had elevated blood urea nitrogen (bun) and creatinine results which led to dialysis. There has been no report of current patient outcome to date. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.